Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation, breast mass. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast surgery with unspecified mentor saline implants and experienced a deflation and a breast mass on the left side post-operatively. Around 2018, the patient noticed dimpling and felt she might have a slow leak. A mammogram confirmed the presence of a breast mass on the left side. As a result, the patient underwent explantation on (B)(6) 2020. Following explantation, it was alleged the implant had a super-glue like substance on them. No pathology report has been received and the presence of any substance cannot be confirmed as the device has not been returned for analysis.